Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. When difficulties were encountered upon crossing the guiding by contralateral approach, strengthening the back-up guide was performed by initially advancing a 0.035 non-bsc wire and performing vascular dilation with a 6.0 x 40, 75cm mustang balloon catheter. However, during removal, the device became stuck and was removed together with the wire. When checking the device outside the patient's body, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. When difficulties were encountered upon crossing the guiding by contralateral approach, strengthening the back-up guide was performed by initially advancing a 0.035 non-bsc wire and performing vascular dilation with a 6.0 x 40, 75cm mustang balloon catheter. However, during removal, the device became stuck and was removed together with the wire. When checking the device outside the patient's body, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. An examination of the returned device identified that the balloon had been inflated and was not refolded. No issues were noted with the balloon material which may have potentially contributed to the complaint incident. A visual and tactile examination identified a severe kink the shaft of the device located at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination identified damage to the tip of the device. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. The investigator successfully loaded a 0.035in guidewire through the mustang device and removed it with some resistance being encountered due to a severe kink on the shaft. The customer's guidewire was not returned for analysis. No other issues were identified during the product analysis.